Event description:
Patients' representative reported swelling, fever and recurring pain. Healthcare professional later reported capsular contracture, baker grade unknown and "suspected rupture" . This record relates to the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Fever: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Observed two devices, one device appears to be intact, and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patients' representative reported swelling, fever and recurring pain. Healthcare professional later reported capsular contracture, baker grade unknown and "suspected rupture" . This record relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Previous medwatch submission noted rupture. Upon further information, allergan has determined that the event of rupture did not occur. Subsequently, patient's representative provided medical report which states ¿suspected implant-related immune reaction of the body¿, and ¿due to which the patient wishes to have both implants and the capsule removed¿.